Event description:
It was reported that this patient's right ventricular (rv) lead was removed from service due to an unspecified product performance issue. This implantable device was also removed from service during the same procedure. No reported clinical observations were noted in regard to the reason for device explant. A boston scientific device and a competitive rv lead were implanted as the replacement system. No additional adverse patient effects were reported.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional event details. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that this patient's right ventricular (rv) lead was removed from service due to an unspecified product performance issue. This implantable device was also removed from service during the same procedure. No reported clinical observations were noted in regard to the reason for device explant. A boston scientific device and a competitive rv lead were implanted as the replacement system. No additional adverse patient effects were reported.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional event details. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received that this system was removed from service due to high rv threshold measurements. This device was explanted and the associated rv lead was surgically abandoned. The device was disposed of after the procedure. No additional adverse patient effects were reported.